Event description:
During in-house testing, the unit under-delivered. The pump delivered 19.4ml of an expected 20ml. The pump had been returned for an unrelated issue. There was no patient injury or treatment associated with this event.